Event description:
The customer reported an input fuse blown. The fse noted the system was unable to power up, boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.